Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, after step 4, closing the footplate, the "node" [knot/suture] came out with the device. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to greater than 10f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the previously filed report, the following information was received: reportedly, after step 4, closing the footplate, the "node" [knot/suture] came out with the device. The guide broke yet was removed in one piece. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture malposition and guide break were confirmed based on returned device condition. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, after step 4, closing the footplate, the "node" [knot/suture] came out with the device. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to greater than 10f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.